Event description:
It was reported that the patient experienced a severe infection at the incision site. The entire system was removed due to bacterial contamination of the battery approximately six months after it was implanted. It was noted that the system worked while in place.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's ins was explanted on (B)(6) 2014 due to infection (as opposed to on (B)(6) 2014 as was previously reported). The issue was resolved. No further complications reported.